Event description:
Volume 30-sept-2013: inguinal mesh stabbing pain in the pudendal nerve.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the device history records reveals no problems found during manufacture or sterilization. A review of the complaints database show no other reports received on this device lot number.